Event description:
During cardiac cath using r radial artery, pt with severe r radial artery spasm - difficulty in removing the 0.21 guidewire despite more patient sedation, tng sq and rest, attempt to resolve the spasm, remove guidewire. Wire eventually removed, but distal guidewire frayed. Fluoro-small piece retained guide. Vasc consult. Recommends leave in place. Dates of use: (B)(6) 2017. Diagnosis or reason for use: cad - cardiac catheterization.